Event description:
The device user (du) reported that approximately 45 minutes into the perfusion there was low arterial flow. The graphical user interface (gui) was reading as "---" and 0.1 liters per minute (l/min). The surgeon wanted more suggestions on how to improve low arterial flow for the perfusion. The clinical specialist (cs) confirmed no twists or kinks in the canulae/vessel. It was noted that hemostasis was achieved and the liver was on the smaller side. The du had attempted a start stop prior, but that did not help improve flow. Caval collapses were also ruled out. The external flow showed 40 milliliters per minute (ml/min) but improved to 70 ml/min at the time of call with the medical director (md). The md suggested using a papaverine soaked gauze on the artery and an epoprostanol bolus. The surgeon also completed arterial reconstruction. Subsequently, arterial flows improved to 150 to 200 ml/min per external flow probe.

Manufacturer narrative:
Investigation is currently pending.